Event description:
The customer contacted an abbott cta regarding the ausab quantitation panel product correction letter. The customer stated, reagent lot 46399m100 has been used to test patient samples for immunity. The customer wanted to verify that with this reagent lot there may be an elevation in patient results and requested clarification of procedure a and b. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.